Event description:
The pt services representative (psr) of a (B) (6) male pt contacted lifecor customer support to report that the pt's battery charger would not light up. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power brick was damaged. The power brick was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unk, but is likely random component failure. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.